Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the adverse event. Device manufacture date: monitor: 03/07/2012. Belt: 09/23/2014

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious and at home prior to the time of passing. It was reported that the patient's caregiver was present and that he attempted resuscitation efforts. The patient's caregiver also reported that the patient had removed the lifevest to take a shower prior to passing. Clinical review of the download data indicates the patient received two lifevest defibrillations in response to non-sustained ventricular tachycardia (nsvt). The patient was first treated while in sinus tachycardia at 130 bpm with nsvt and motion artifact at 18:02:17. The patient's post shock rhythm was sinus tachycardia at 100 bpm with nsvt and motion artifact. The patient received a second treatment at 18:02:39, while the patient's rhythm was sinus tachycardia at 100 bpm with nsvt and motion artifact. The patient's post shock rhythm was sinus tachycardia at 100 bpm with motion artifact. The device detected a non-treatable rhythm at 18:02:52. The device has not been returned to zoll, therefore subsequent data is not yet available. The patient was last seen in a life-sustaining rhythm. The patient subsequently passed away.